Event description:
The pt reported they are experiencing an increased recharge burden. The pt stated he is having to recharge his ipg 2-3 hours every 2 days and previously only had to charge up to 2 hours a week. The pt was sent a replacement le charging system but is not happy with the amount of time needed to recharge using the replacement charging system. The pt is to meet with his physician an and sjm rep as the next course of action.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.